Manufacturer narrative:
The reported events were cardiac micro perforation and inadequate capture. As received, a complete lead was returned in one piece. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
During a follow up in clinic, inadequate capture was noted on the right ventricular (rv) lead. The physician suspected cardiac microperforation, although it was not confirmed. Diagnostic imaging was performed and cardiac perforation was not observed. The rv lead was explanted and replaced to resolve the event. No additional intervention was required. The patient was in stable condition.